Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they only ever used the implanted device during the night as he was unable to have it turned on in the sitting or standing position as it would jolt him. The patient had indicated that he had not had any follow up on the device and assumed that this was normal. The doctor that did the implant was retired. The patient had indicated that he had not had the device turned on in 6 months and hadn't recharged it. They had the patient check the implant to ensure that he was not in over-discharge. The patient was able to get coupling and a charging session. The event occurred during regular use. It was recommended that the patient contact a doctor to get follow up. It was unknown if the issue was resolved at the time of report.